Event description:
Facility reports that the venous transducer protector was not tightly fastened to the venous transducer line. Blood leaked from the loose connection. Estimated blood loss 100 ccs. No pt injury or medical intervention reported.